Manufacturer narrative:
Device event or problem: the hospital reported that before right shoulder surgery, the push button cautery pencil automatically turn on when plugged in without turning the switch on and caused a burn to the patient's forearm. Deroyal: a sample has not been returned to deroyal for evaluation. Several attempts to contact the end user for further information were made, with no response.

Event description:
The hospital reported that before right shoulder surgery, the push button cautery pencil automatically turned on when plugged in without turning the switch on and caused a burn to the patient's forearm.